Manufacturer narrative:
Medela's "ask the lc" sent the customer troubleshooting tips regarding breast shield sizing and causes and remedies regarding pain while breastfeeding. In follow up with a complaint handler on (B)(6) 2018, the customer alleged that she had seen her physician three times and was prescribed an antibiotic and two different creams. She indicated that she has not been fitted for breast shields and is unsure if she needs to use a different size. On (B)(6) 2018, she alleged that she still had pain and was on a 10 day course of prescribed cream and on (B)(6) 2018, that she continued to have pain and was on a 14 day medication for thrush. When offered the services of a medela lactation consultant, the customer indicated that she was interested. The customer was contacted by a medela clinician on multiple occasions, with no response as of the date of this report. The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: (1) lack of education/training to mothers on breast feeding and breast milk pumping; (2) insufficient guidance on breast shield sizing to prevent nipple trauma; (3) insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and (4) no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2018 the customer alleged to a medela llc via email to medela's "ask the lc" that she was having pain and redness after pumping. She was unsure if she had the correct breastshield size.